Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus gauge numbers are all off. No adverse patient events were reported.

Manufacturer narrative:
Device evaluation results: one pneupac ventilator was returned for investigation in used condition. The investigation confirmed that the manometer was out specification. The customer reported product problem (gauge numbers are all off) was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The faulty manometer gauge was replaced to correct the reported primary problem. The ventilator underwent preventative maintenance. The device subsequently passed all the functional tests.